Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned used, as there was blood and fluid in the tubing and on the handpiece and all the components included in the package were wet. The tubing was cloudy and the power cord had a chalky substance built up in the plug, which was from the battery leaking. Functional testing could not be performed due to the damaged state of the power cord. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device didn't spray saline water although motor was working. The event timing was during surgery. There was no harm and a 0-15 minute delay reported. Upon investigation, it was found that the power cord had a chalky substance built up in the plug. The chalky substance from the battery leaking. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.